Event description:
During the patient's operation for a right inguinal hernia repair, a suture packet was opened onto the field. When the surgeon went to use it, the needle pulled off of the suture on the first pass. The needle and suture was passed off of the field and not used. The suture was a 3-0 vicryl, exp: 1/2016, the pack of suture was unable to be narrowed down to one pack, therefore two packs were saved.